Event description:
It was reported that during a total laryngectomy plus emptying, in reconstruction of tissues, the last knots of the two sutures were found to be loose, necessitating repeated stitches and causing tissue injury. Twenty-four hours postoperatively, an episode of bleeding occurred, prompting a review of the hemostatic surgical site by the otolaryngologist. Loose polysorb suture stitches were identified, there was increased diffuse bleeding from the surgical site, which required surgical revision, and increased salivary fistulas were observed in the post-surgical period.

Manufacturer narrative:
D10. Concomitant products: gl-124, gl-124 polysorb* 0 vio 75cm v20 x36 (lot unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laryngectomy plus emptying , in reconstruction of tissues, the last knots of the suture was found to be loose, necessitating repeated stitches and causing tissue injury. Twenty-four hours postoperatively, an episode of bleeding occurred, prompting a review of the hemostatic surgical site by the otolaryngologist. Loose polysorb suture stitches were identified, there was increased diffuse bleeding from the surgical site, which required surgical revision, and increased salivary fistulas were observed in the post-surgical period.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.